Event description:
It was reported that pump experienced malfunction alarm with code malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.